Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A kink was observed on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The optical fiber was found to be broken at this location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a leak in the iab catheter. There was no reported injury to the patient. Medwatch (B)(4) reported: a patient with hypertension and peripheral vascular disease (pvd) experienced shortness of breath (sob) and left arm pain for twenty-four hours presented to the ed(emergency department) with inferior st elevations. Percutaneous intervention attempted but aborted due to level of severe calcific multi-vessel coronary disease. Iabp placed with plan to transfer patient to a tertiary center. While in ICU(intensive care unit), the iabp ruptured; balloon successfully removed. Due to patient's progressive disease further interventions not advised.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a leak in the iab catheter. There was no reported injury to the patient.